Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the device failed an accuracy test (under infusion). There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city and d3 - zip code: corrected. D9: date returned to mfg.: 9/20/2024. H3 and h6. Codes: updated. Device evaluation: the reported problem of "device failed accuracy test" was not verified by accuracy testing. Review of event history log was not able to confirm the customer¿s reported issue of "device failed accuracy test". The cause of the reported issue was unable to be determined or verified through evidence and test methods available. Preventative maintenance was performed and the device passed functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.